Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that 10 hours into a lipid infusion, a leak was noticed from a crack in the accuslide. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.